Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost connection with a device. The programmer session had to be ended and restarted to regain connection. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: event date corrected to (B)(6) 2019. Correction: date MFR rec corrected to (B)(4) 2019. If information is provided in the future, a supplemental report will be issued.